Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: part/component/sub-assembly term not applicable/mechanical problem identified.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device is pending evaluation. Evaluation results findings (components/results): 2 devices: chassis/frame/ mechanical problem identified. 1 device: spring/ wear problem. 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 4 malfunction event(s), where it was reported the device experienced head piece no longer supports weight. There was 1 event with patient involvement that experienced a fall; no adverse consequences were reported.